Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: a4 weight (units) corrected from "kgs" to "lbs". The device was returned to the factory for evaluation on 07/18/2024. An investigation was conducted on 07/25/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. A microscopic inspection was conducted. Blood was observed on the base of the jaws as well as on the detached heater wire at the tip as well as on the jaws. There were no visual defects on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects observed. No final testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000382876 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 the wire within the jaws was unseated. Another vh-4000 kit was opened and the procedure was completed without incident. There was a delay. No harm.

Manufacturer narrative:
Tw ID#(B)(4) . The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.